Event description:
The user stated for the last couple weeks, she has had three cases of low troponin t results on the e411. One example was provided of an aliquot sample from a green top lithium heparin 13 mm tube initially reported as 0.02 ng per ml. After the doctor contested the result, repeat tested using the primary tube on a c6000 obtained a result of 0.165 ng per ml. The result from the e411 was considered incorrect and the result from the c6000 was considered correct. The same patient sample was repeated on the e411 on (B) (6) 2009, with a result of 0.18 ng per ml and on (B) (6) 2009, with a result of 0.179 ng per ml. The user does not know of any treatment or delay in treatment caused by the low results. The field service representative determined the sample disk was missing fingers that hold the tube. He replaced the sample disk and verified the analyzer operation by performing precision testing and successful calibration and qc.